Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 8.0 mmol/l. "Critical pump error" displayed on the screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assembly. The motor assembly was found with traces of corrosion. The pump failed the leak test. The pump leaked at a crack on the back of the case. Unable to perform functional tests, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify the critical pump error due to the blank display. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a faded serial number label. The pump was received with a missing display window cover. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.